Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs 064 motor alarms. The returned battery cap was undamaged and able to fit securely. During testing, the pump was powered on and the ez-prime steps were performed correctly with no cs 064 call service alarms occurring. The complaint of a cs 064 call service alarm issue was not duplicated during investigation.